Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a valve/shunt. It was reported that the patient was requesting their device be explanted for symptoms including pain and tenderness over the valve and "positional headaches" with a sensation of eye tugging and tinnitus. They have increased the patients settings to see if it helped with symptoms, but had not had relief. It was currently set at 2.5. This event has been ongoing over the past year. The patient status is currently unchanged and is waiting for surgery that will take place on (B)(6) 2024. The calve was implanted on (B)(6) 2017.

Manufacturer narrative:
H3. Product analysis determined that the valve did not meet requirements for the leakage test. A small tear was observed on the silicone elastomer above the valve mechanism. It was unknown how or when the damage occurred. Proteinaceous debris was observed within the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.